Event description:
In 2008, the patient's son reported that the piston rod of the patient's infusion device appeared to be stuck and was making a grinding noise. He was instructed to change the battery and when he attempted to rewind the piston rod, it appeared to be stuck. The infusion device was not dropped or exposed to extreme temperatures, moisture, or electromagnetic fields. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.